Manufacturer narrative:
The device was discarded at the account. The device history record was reviewed for incidents related to the above condition within a 2 weeks period (+/-) from the lot manufacturing date. No related non-conformances or deviation reports were found that could contribute to the failure addressed in this complaint. No process or design changes were found.

Event description:
It was reported that the luer connector disconnected during use. None of the collected blood was able to be re-infused to the patient. Although the account had a back up on hand, this device was used as a drain and the patient received a blood transfusion from pre-donated blood.